Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a constant tone of insulin pump. Customer was not able to clear tone. Customer took out and put back batteries and constant tone was not resolved. Customer was advised to remove batteries for two hours. Customer called back after 2 hours and states that he was able to program the date, but tone returned. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 108 mg/dl.

Manufacturer narrative:
The insulin pump had intermittent frozen display and no button response followed by a constant watchdog alarm. The problem was isolated to the mother board. The functional testing could not be completed due to the frozen display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.